Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer was delivering a bolus, the insulin pump was suspended, he pressed act to resume and had a button error. The troubleshooting was performed for the keypad anomaly. The customer had a button error and the escape button was intermittent. The customer heard the insulin pump beep and noticed it was suspended. No harm requiring medical intervention was reported. The device will not be returned for analysis.